Event description:
The customer reported the device shut down while in use. No patient harm reported.

Manufacturer narrative:
Event date: (B)(6) 2014. Manufacture date: 03/12/2015. Conclusion / root cause: the reported complaint of vent inop 9003 was not duplicated. No fault was found on the returned exhalation flow sensor. This report is being submitted as part of the remediation for CAPA (B)(4).

Manufacturer narrative:
Exhalation flow sensor.